Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were not visual indication of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Brightness screen test failed. When powering on the on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. Brightness screen test passed. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2224 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check passed. Post-accelerated stress test (ast) 2 hours 15 mins. 8500ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank during power up before their peritoneal dialysis (pd) treatment. The power cord was properly connected. There were no recent power outages reported or outlet issue. There was no sound when the ok and stop keys were pressed and no lights when the cycler was turned on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.